Event description:
The customer reported that a rubber bumper fell off of the surgical light's ceiling suspension during surgery. Bumper fell away from surgical field and did not interfere with procedure. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. The rubber bumper was undamaged and conformed to its specifications. The fst put the bumper back in place and returned the unit to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola or the wrong positioning of the bumper during maintenance activities. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.